Manufacturer narrative:
Citation: el-chilali k et al. Impact of baseline left ventricular ejection fraction on outcome after transfemoral transcatheter aortic valve implantation in patients with and without low-gradient aortic stenosis. Echocardiography. 2019 jan; 36 (1): 28-37. Doi: 10.111 1/echo.14203. Epub 2018 nov 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of baseline left ventricular ejection fraction and its interaction with low-gradient aortic stenosis on all-cause mortality after transfemoral transcatheter aortic valve implantation. All data were collected from a single center between january 2006 and july 2016. The study population included 624 patients (predominantly female; mean age 82 years), 127 of which were implanted with either a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, the overall 30-day and 1-year mortality rates were 8.3% and 20.5%, respectively. Multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: staged valve-in-valve procedure due to severe paravalvular leak (2 cases). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.